Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(4) of peritonitis and a blood infection in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient's family contacted baxter (B)(4) technical service center stating that the patient had developed peritonitis and was hospitalized on (B)(6) 2011. Treatment included fortum injection, I gram ip, continuing and reflin injection, I gram ip once a day, continuing. The patient was reported to be recovering from the event and was discharged from the hospital on an unreported date. The root cause of the peritonitis was listed as "blood parameter." The reporter considered the event of peritonitis as unrelated to dianeal therapy. On (B)(6) 2011 additional information received from the (B)(4) local vigilance officer (lvo). The reporter was contacted, who in turn, stated "the doctor suspects the cause of the peritonitis may be blood infection. By blood parameters, he meant blood infection." The outcome for blood infection was unknown. The causality for blood infection was not reported. No additional information was reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Manufacturer narrative:
(B)(4). The cause for the peritonitis is the patient's medical condition of a blood infection.